Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call, the serter broke two of the sensors. On one of them the top part broke off and the second got stuck. The stem had broken off in the serter. Customer didn't recall his blood glucose reading. Troubleshooting was performed for sensor tuck in the serter. Customer is returning the sensor for analysis.